Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's latitude monitoring system detected a red alert (high right ventricular (rv) pacing impedance measurement). The local representative and clinic nurse were notified. Subsequently, boston scientific received information that the local representative contacted technical services to ask why there was no out-of-range (oor) value to evaluate. Technical services suspected that two measurements had occurred within a 24 hours period. Although the red alert detection and notification operated as designed, the displayed oor value was overwritten by the second measurement. Technical services recommended that a patient initiated interrogation be performed to see the actual value. Subsequently, boston scientific received information that the physician plans to continue monitoring the device/lead system. Since that event, no measurements have been stable. Because of the patient's condition, no intervention was undertaken at this time. There were no complications or patient injury reported.